Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had sensor glucose versus blood glucose differences. Troubleshooting was not completed as the customer declined. The customer's transmitter was exposed to a MRI machine. The insulin pump will not be returned for analysis.